Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status led indicator of the subject home monitor is not turning green; it remained constantly orange.

Event description:
Reportedly, the status led indicator of the subject home monitor is not turning green; it remained constantly orange.

Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.